Event description:
The patient's family member reported that the needle button released on it's own prior to the completion of the 24-hour period on six v-go 30 devices. The v-go 30 devices were discarded.